Event description:
Reportable based on device analysis completed on 31 aug 2023. It was reported that the microcatheter was bent and kinked. The target lesion was located in the moderately tortuous and non-calcified vessel. A 135/20 renegade hi-flo was selected for uterine artery embolization. During the procedure, it was noted that the microcatheter was bent and kinked inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a fracture located 18.5cm from the hub.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically inspected for damage. The renegade device showed a fracture located 18.5cm from the hub and a kink located 116.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for shaft damage. No other issues were identified during the product analysis.